Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). B5 - updated with additional information. Investigation results: the complaint device was not received at the complaint investigation site (cis) for analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'unable to exclude device problem.

Event description:
It was reported the device became stuck on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure to treat target area located in the atherosclerotic occlusion of the left lower extremity. During the procedure, the jetstream xc atherectomy catheter became stuck on a non-boston scientific guidewire. Both the jetstream xc atherectomy catheter and non-boston scientific guidewire had to be removed from inside of the patient as one unit together. The jetstream xc atherectomy catheter and non-boston scientific guidewire were unable to be separated once outside of the patient. The jetstream xc atherectomy catheter was not removed intact from inside of the patient. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event. It was further reported that the device was removed from the patient intact.

Event description:
It was reported the device became stuck on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure to treat target area located in the atherosclerotic occlusion of the left lower extremity. During the procedure, the jetstream xc atherectomy catheter became stuck on a non-boston scientific guidewire. Both the jetstream xc atherectomy catheter and non-boston scientific guidewire had to be removed from inside of the patient as one unit together. The jetstream xc atherectomy catheter and non-boston scientific guidewire were unable to be separated once outside of the patient. The jetstream xc atherectomy catheter was not removed intact from inside of the patient. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).